Event description:
"Seal failed-started leaking excess co2-unable to continue case switching to view port."

Manufacturer narrative:
Investigation summary: investigation of the returned product revealed that the loss of peritoneum was caused by town and damaged seals. This condition can be caused by insertion of asymmetrical or angular instruments such as j-hooks or clip appliers. Applied's product information sheet recommends that extra care be exercised when using these tools which should be centered axially before advancement through the trocar. This document represents our initial and final report.